Event description:
It was reported that patient experienced increased pain due to ipg was non functional and not keeping charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.